Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ffzb, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# unknown, product type: programmer, patient. Product ID: 3037, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient programmer training was ineffective because the patient was still under the effects of anesthesia. The patient was implanted on (B)(6) 2014 and the manufacturer representative came in and they were ¿dazey¿ from the medications and the manufacturer representative was asking things and telling things that they didn¿t understand or remember. It was noted that the ¿tech¿ told the patient not to call them anymore. It was reported that the implantable neurostimulator (ins) was on after implant and they couldn¿t feel anything at all. The patient had no stimulation sensation since implant. The patient was told by their manufacturer representative how long the battery would last after implant but they did not remember what they told them. It was noted that they were foggy and took a pain pill and did not remember the information they were given after implant. The patient¿s symptoms had been better but not as good as they would like. It was noted that the patient wanted to know what they could do if they continued to not feel stimulation. It was later reported that the device had never worked. The patient didn¿t know how their device worked and they needed someone to show them in person, not over the phone. The patient wanted a manufacturer representative to come to their home. The patient had an appointment with their health care provider (hcp) tomorrow and they wanted a manufacturer representative to be there. The patient would not contact their hcp¿s office to make this request. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.